Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements after the patient underwent a magnetic resonance imaging (MRI) on the (B)(6) 2023. Technical services evaluated device data via the latitude remote patient monitoring system, noting the most recent rv pacing threshold was within range in (B)(6) 2022 (one year ago). The one-year trend showed a recent increase in rv pace impedance and decrease in rv intrinsic amplitude and shock impedance on the (B)(6) 2023, just before the MRI. Technical services also reviewed available x-ray imaging, noting that although there is no evidence of a system dislodgement, it is not possible to rule out micro lead trip movement that might not be visible in general with x-rays. In-office lead troubleshooting was recommended. No adverse patient effects were reported. This rv lead remains in service.